Event description:
It was reported that during a procedure on (B)(6) 2011, surgeon was attempting to pass a cannulated reamer over the guide pin. Surgeon noted that there was bone from a previous procedure lodged in the reamer.

Manufacturer narrative:
Problem was not design or product related. Cleaning and sterilization from previous surgery caused and contributed to reported event. (B)(4).